Event description:
It was reported that an increase in impedance had been observed on the right ventricular lead. In 2012, the value had doubled but was still within a normal range. Following an unrelated procedure, lead impedance had increased and exhibited out of range measurements. Other electrical values were normal and noise could not be reproduced. The lead remained implanted.